Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient felt sick and sluggish. The patient¿s daughter called emergency medical services (ems) and an ambulance transported the patient to the hospital. The cgm value was 400 mg/dl and did not change, and the patient could not remember the bg finger stick value at the hospital. She was admitted for hyperglycemia and treatment included insulin and IV fluids. Four days later she was discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day, it was reported that the patient experienced inaccurate cgm values. The event occurred after sensor insertion in the abdomen. The patient felt sick and sluggish. The patient¿s daughter called emergency medical service (ems) and an ambulance transported the patient to the hospital. The cgm value was 400 mg/dl and did not change, and the patient bg finger stick value was taken at the hospital showing 900 mg/dl. She was admitted for hyperglycemia and treatment included insulin and intravenous fluids. Four days later she was discharged in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction/additional information b6: relevant tests/laboratory data,inclu - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data concomitant medical products - correction